Event description:
It was reported that after stenting the sfa down to the popliteal artery, the 6x150 stent fractured.

Manufacturer narrative:
The stent remains implanted therefore, not available for eval. The event investigation is currently underway. This event is being reported because this device is the same or similar to one marketed in the united states (B)(4).